Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) was unable to charge batteries, both power slot 1 and 2. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was unable to charge batteries, both power slot 1 and 2.

Manufacturer narrative:
Additional information: e1 (B)(6). It was being reported that during the preventive maintenance and routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "batteries not charging" for the both powers slot 1 and 2. A getinge field service engineer (fse) had evaluated the unit and replaced the new "power management board". The device works normally and batteries full. The unit had passed all tests and calibrations to manufacturer's standards. The iabp was released for clinical use. There was no involvement of the patient. The failure analysis and testing dept. Received with a reported unit failure of the batteries in the cardiosave not charging. The fat performed a visual inspection and found that component l11 on the board was broken off and hanging by a copper wire. Please see attachment. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Ap. The failure analysis and testing department received a power management board back from the supplier with the attached failure analysis paperwork. Supplier tested the board and multiple components faulty. They reached the maximum re-work limit and recommended the board for scrap. Cannot investigate this complaint any further. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.